Event description:
It was reported that the patient asked for help to check her device and programming. The patient¿s physician had left the practice so no longer had a managing physician. The patient had not seen anyone in ¿a long time¿ and had not been able to ¿update it.¿ the patient felt like she was going too often at the time of the report. The patient was on program 2 and she tried to make a change a ¿few weeks ago¿ but had difficulty using the programmer while talking to someone on the phone. The patient attempted to sync with the implant but was not able to and tried without the antenna attached. The patient mentioned that she had been ¿putting up with the problem for quite a while¿ and saw her physician ¿about one and a half years ago.¿ about two weeks later it was reported that the patient received assistance and her concerns were resolved on (B)(6) 2013. However, the patient also noted that she still had concerns with her device or therapy but had sought further help. The patient noted that she was going to have a replacement. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that there was no battery life left (battery depletion) in the implantable neurostimulator (ins). Patient symptoms of a worsening of their overactive bladder symptoms were noted. Hospitalization was not required for the event. Replacement of the ins was scheduled for (B)(6) 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot# v110203, implanted: (B)(6) 2008, product type: lead. (B)(4).